Manufacturer narrative:
The device is expected to be returned. It is yet to be received.

Event description:
The event involved a report of a plum a+ that over infused on a patient. The customer reported that IV tacrolimus 1333 mcg in 250ml of normal saline solution total volume was to infuse continuously over 24 hours (10.4ml/hr). It was hung around 1344 on (B)(6) 2019 and when the nurse started her shift at 0700 on (B)(6) 2019, the bag was empty except for half of the drip chamber. Upon re-ordering at that time, there should have still been enough volume in the bag until around 1344. There was patient involvement, but no report of harm. No additional information was provided.

Event description:
Following submission of an initial emdr report, a medwatch was received with additional information about the patient. The nurse reported that the bag was empty 5 hours prior to scheduled time. The patient was in stable condition.

Manufacturer narrative:
Date returned to manufacturer: 3/14/2019. Testing and investigation were performed. The reported event was not replicated and the unit passed the self-test and delivery accuracy test. The probable cause could not be determined. Additional information can be found in ethnicity.